Event description:
It was reported that possible insulin leaked between the reservoir and infusion set connection. It was stated that the customer experienced high blood glucose for the past two weeks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.